Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer reported that drops of fluid leaked from the probe during start. The leak also comprised about 5 drops for each of approximately 20 patient samples processed on the instrument at the time of the leak. The leak was not contained within the instrument. The operator was wearing gloves and lab coat when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed the leak and the clogged aspiration needle. He rinsed (flushed) the aspiration pathway and needle to clear the clog and resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. Identification of failure modes: clogged aspiration needle was the cause of the leak. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous results for all parameters due to incomplete aspiration. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).